Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated and observed that the motor was smoking and loud, thus not allowing the completion of the pretest. It was determined that this was due to a broken drive shaft which was indicative of applying extreme force while in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the device worn from excessive force, which is normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was loud and not burring. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.